Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of low voltage, power cable disconnect, and driveline disconnected alarms/events when using the heartmate 3 system controller (B)(6) was confirmed via submitted log files. Submitted log files revealed the pump maintaining a speed within the expected range without issue while the driveline was connected. While on battery power an atypical power cable disconnect alarm on the white power cable activated at (B)(6) 2025, 08:10:25 and remained active until 10:59:40. The alarm activated due to relative state of charge (rsoc) invalid faults which activated due to the rsoc voltage dropping below alarming threshold. During this time, multiple low voltage alarms activate due to the black power cable being disconnected while the white power cable rsoc was below alarming threshold. On (B)(6) 2024 at 09:38:50, the driveline was disconnected causing the pump to stop. Once the driveline was reconnected at 09:40:33 the pump resumed operation at the set speed without issue. The driveline was disconnected again, causing the pump to stop, on (B)(6) 2025 at 09:42:52. Once the driveline was reconnected at 10:27:33, the pump resumed operation at the set speed without issue for the remainder of the file. On (B)(6) 2025, 10:03:52 - 10:25:16, no external power alarms were active due to the controller not being connected to external power; of note, the driveline was not connected to the system controller during this time. Multiple shutdown sequence started and aborted events were noted on (B)(6) 2025 from 10:05:25 to 10:24:11. Product was not returned for testing. Whether the outcome was device or therapy related was not provided by the customer. Multiple attempts were made to obtain additional information from the customer regarding the event (including clarification of the sequence of events, why the patient performed multiple driveline disconnects, why the patient did not connect to the second controller, if the patient experienced any adverse events from the pump stop, if cleaning the batteries and clips resolved the power cable disconnect alarms, if any equipment was exchanged and if any product would be returning to abbott; however, no additional information was provided. A root cause for the reported events was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient arrived at the emergency department via ambulance. It was noted that the logfile captured driveline disconnect, low voltages, low flows, and pump stops. Log files were submitted for review and captured a string of low power advisories on (B)(6) 2025 at 8:09 am while tethered on batteries where the white power lead was disconnected from battery power. The black power lead was connected to a near full charged battery from 8:10 am to 9:38 am, with intermittent episodes of low power hazard alarms. There was no interruption in pump support during these events. The event log recorded low_flow / driveline_disconnect / lvad_off alarms on (B)(6) 2025 at 9:40 am for around 4 seconds due to possible electrostatic discharge (esd) or intentional driveline disconnect from the system controller. In this case it appeared to be related to a driveline disconnect event. The black power lead was connected to battery power during these events. The event log recorded additional driveline_disconnect / lvad_off alarms on (B)(6) 2025 at 9:43 am, including no external power alarms where the driveline was disconnected from the system controller. In addition, the controller power leads were disconnected from external power where the system controller operated on emergency backup battery (ebb) power. The system controller recorded shutdown_sequence_started events at around 10:05 am, where it appears the controller was attempted to be placed in sleep mode. The controller recorded shutdown_sequence_started & shutdown_sequence_aborted events (B)(6)2025 from 10:05 am through 10:27 am. It was noted the patient was sleeping on battery power. It was noted that the backup system controller was reportedly connected to the patient at some point. Log files for the backup system controller were submitted for review and did not indicate that the driveline was connected to the backup system controller. It appeared that the backup controller was connected to external power on (B)(6) 2025 from 10:06 am through 12:33 pm.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of low voltage, power cable disconnect, and driveline disconnected alarms/events when using the heartmate 3 system controller (B)(6) was confirmed via submitted log files. Submitted log files revealed the following. While on battery power an atypical power cable disconnect alarm on the white power cable activated at (B)(6) 2025, 08:10:25 and remained active until 10:59:40. The alarm activated due to relative state of charge (rsoc) invalid faults which activated due to the rsoc voltage dropping below alarming threshold. During this time, multiple low voltage alarms activate due to the black power cable being disconnected while the white power cable rsoc was below alarming threshold. On (B)(6) 2025 at 09:38:50, a driveline disconnect, and associated alarms activate. The driveline was reconnected at 09:40:33. The driveline was disconnected once again at 09:42:53, activating all associated alarms. The driveline was reconnected at 10:27:33. On (B)(6) 2025, 10:03:52 - 10:25:16, no external power alarms were active due to the controller not being connected to external power. Of note, during this time the driveline was not connected to the system controller. Multiple shutdown sequence started and aborted events were noted between (B)(6) 2025, 10:05:25 - 10:24:11. Typical activity is noted on and after (B)(6) 2025, 10:59:40. Product was not returned for testing. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported events was unable to be conclusively determined through this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that a rescue squad found the patient at home not connected to a power source and unconscious/unresponsive with agonal breathing rhythm. They performed cardiopulmonary resuscitation (CPR) and then proceeded to initiate advanced cardiac life support (acls). There was no left ventricular assist device (lvad) hum noted, and the pump running symbol was not illuminated on the system controller. The system controller displayed "charging" mode. The driveline was connected to the patient and the system controller had both fully charged 14v batteries connected. As acls continued, a system controller exchange was performed successfully and the pump restarted, and there was auscultation of an lvad hum. The patient was noted to be in a sinus rhythm with unknown blood pressure and was then transferred to a facility and ultimately passed away due to an anoxic brain injury. The outcome was considered to have been device related or possibly user error, since the device seemed to have operated as expected. At the time of explant, the pump was noted by the site to be broken.